Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vl, and the lens tore. The surgeon cut up the lens to remove it, and the lens was discarded during surgery. No pt injury.

Manufacturer narrative:
The product will not be returned for eval. Eval conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.